Event description:
Additional follow-up identified surgical intervention was undertaken wherein the original ipg was replaced with a new model which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported patient's ipg will no longer communicate with their patient controller as well as a 'generator unavailable' error message is displayed. Troubleshooting was attempted with no success. Surgical intervention may be undertaken as the next course of action.